Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The patient reported that they probably need to have a battery replacement in the next year or so. The patient stated that the battery was starting to deplete faster and he had to recharge more frequently. The patient reported that this started about a month prior to report after he had spinal surgery. For a while the when the patient was recovering from his spinal surgery he could not use the spinal cord stimulation (scs). The patient stated that they were very careful working around the scs but when he first turned it on after surgery and the patient stated ¿wow what a big mistake that made. It was so tender that he thought that it was going to kill him.¿ the patient stated that the patient had spinal surgery on (B)(6).